Manufacturer narrative:
Other applicable components are: product ID 4351-35 lot# serial# (B)(4) implanted: (B)(6) 2013 explanted: (B)(6) 2016 product type lead product ID 4351-35 lot# serial# (B)(4) implanted: (B)(6) 2013 explanted: (B)(6) 2016 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative reported on behalf of a healthcare provider (hcp) that the patient thought the device did not reduce their symptoms. The device and leads were explanted on (B)(6) 2017. It was unknown when the patient started to experience the lack of symptom relief. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.